Manufacturer narrative:
The electrode belt and monitor have been returned and the evaluation is underway. The device flag data from the last download does not indicate any device malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away on (b(6) 2023, while reportedly wearing the lifevest. The patient received an inappropriate treatment. The device was started up at 17:51:31 on (B)(6) 2023. At 06:45:31 on (B)(6) 2023, an arrhythmia was detected. ECG shows asystole with intermittent cardiac activity, CPR/motion artifact and electrode lead falloff. At 06:46:48, the patient received the inappropriate treatment. Oversensing of cardiac activity and CPR/motion artifact contributed to the false detection. The patient was in a non-life sustaining rhythm prior to the treatment. Rhythm at the time of treatment was asystole with intermittent cardiac activity, CPR/motion/tactile artifact and electrode lead falloff. Post shock rhythm continued to be in asystole, which is a non-life sustaining rhythm, with intermittent cardiac activity, CPR/motion artifact/tactile and electrode lead falloff. The electrode belt was disconnected at 06:49:56 on (B)(6) 2023.